Event description:
It was reported that the patient experienced a change in therapy effect. The patient's legs became 'completely paralyzed', she lost the ability to move both of her legs and had 'full sweats'. The symptoms occurred on (B)(6) 2012 and the patient was at home. The patient went to the emergency room (ER) on (B)(6) and the healthcare provider (hcp) did an MRI as well as a pump motor test but found no issues with the pump. The hcp found a bulging disc on the catheter but did not think it was affecting the pump. The hcp told the patient that he was not too familiar with the pump. When the patient was in the MRI field she could feel the pump 'pulling' and it was painful. The hcp offered to perform a pump refill at the hospital but the patient declined as she was not comfortable with the hcp not being familiar with the pump. The patient wanted to wait till the next refill appointment on (B)(6). The patient had been taking morphine orally three times per day since she had the pump and therefore did not feel any 'real' signs of withdrawal. On the day of the report the patient heard a 3-tone alarm coming from the pump once and did not hear it again; however the patient stated it was neither a critical nor non-critical alarm. The patient stated that her legs were weak on the day of the report but they were not paralyzed and she was feeling no other symptoms. The patient stated that when she first got her pump in (B)(6) 2012 she went in for a refill around mid-march and the pump was low. The patient did not hear any alarms at that time and had no signs of withdrawal; however, the pain in her right arm increased. The patient stated that the refill appointment was normal routine. The patient also reported pain around the pocket site which started around (B)(6). The patient thought the pump site was 'a little swollen' but not red. The patient did not have any falls or trauma. The device system was used to deliver dilaudid. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the patient noted the pump alarm did not work and she had ended up in the hospital paralyzed and her legs went ¿completely dead¿ because the pump went empty approximately three days prior to the due date (as previously reported). The patient noted being paralyzed again; one week before it ¿went out¿. The patient noted the last time the pump was filled, the hcp noted the patient had ¿bladder sweat¿, her legs were red, started to tingle, and "wthin 5 minutes she was paralyzed" she also noted that the medication was degrading inside the pump and that the hcp did not know why. The patient noted she had a 5 inch lump sticking 2 inches out her belly above the pump that had been there for 2.5 months. It was noted the hcp attempted to perform a biopsy and by "putting the dye in it¿ that got ¿mixed in the spinal fluid¿, and it ended up paralyzing her and she was ¿knocked out¿ for approximately 6.5 hours in the hcp clinic. The patient also noted she had an MRI approximately 4 months ago that found she had approximately 13 cysts on her back from all the scar tissue; one cyst along her sciatic and the other 12 cysts were up and down the catheter. The patient stated her arm was in pain and she had back pain from the cysts. The patient noted the hcp dismissed her and she was in need of a refill by (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s legs toned up and cramped up like that. The patient was taken by ambulance to the hospital. The patient learned very quickly not to miss any appointments. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-apr-03. It was reported that the hcp only managed the patient's pump refills and had no information on anything occurring outside of the refills. No issues were ever reported related to the refills. The patient was dismissed from the practice due to trying to refill prescriptions early with several different providers. No other information was reported.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).